Manufacturer narrative:
This report is submitted on 10 dec 2020.

Event description:
Per the clinic, the patient experienced sudden facial stimulation and pain. It was also reported that the patient felt directly electric shocks, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 23 april 2021.